Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced infusion set was leaking which occurred on (B)(6) 2025, which resulted in elevated blood glucose, therefore patient had received insulin pump. It was also reported that patient had cold. No further information was available.